Manufacturer narrative:
Addt¿l MFR. Narrative: (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure, it was noticed that the working channel protruded out of the tip of the spyscope ds which prevented the laser probe from coming out of the tip of spyscope ds. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.